Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The pt developed an ulcer and bleeding was observed in the posterior wall of stomach. The facility assumes that the ulcer and bleeding were caused by the protruding portion of the internal bolster which was continuously stimulated in the posterior wall of stomach.